Event description:
Ten days post index procedure the pt returned home after receiving a hemodialysis treatment and complained of chest pain. He was taken emergently to the hosp. Cag was conducted and thrombus was confirmed in the implanted cypher stent. To treat the thrombus, aspiration and balloon angioplasty were conducted. A 3.0 x 13mm cypher stent was implanted proximal to the intitially implanted stent. The three cypher stents were overlapping each other. Though there was no thrombus at the proximal end, a second cypher stent was implanted to maintain blood flow.